Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed no evidence of pump reboots to support power loss. During a visual inspection of the pump, the battery compartment was confirmed to be cracked. The battery cap did not secure properly to the pump in order to maintain power, and a power loss was duplicated. The battery cap threads were also found to be damaged. A test cap was used to exercise the pump for 24 hours, and a power interruption was not observed. Unrelated to the complaint, the display screen appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump rebooted without user intervention. The battery compartment was also allegedly cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.